Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The clerk at hospital reported via phone call that customer hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of in the range of 200 mg/dl to 300 mg/dl. The customer did experienced symptoms of high blood glucose value such nausea and vomiting. The customer was treated with insulin drip for high blood glucose level. The insulin pump will not be returned for analysis.